Event description:
Pt's family member called to request info about the programmable valve implanted in the pt. Pt's family member claims that the implantation of the valve may have caused add'l complications to the pt which ended with the add'l implantation of a lumbo-peritoneal shunt (condition noted as "pseudo tumor cerebra"). The complainant believes that the device did not satisfactorily address pt's condition.